Event description:
It was reported that the physician implanted a helex septal occluder in 2008 to close an asd (atrial septal defect). At a six month follow-up, the physician noted that the locking loop had fractured. He also noted that the device is very stable with no residual shunt present. The patient will continue to be monitored.

Manufacturer narrative:
Device remains implanted in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Device fractures were noted. The device remains very stable and functioning.